Manufacturer narrative:
The device was not returned to mmdg for evaluation. The alleged complaint is that the pump settings were on mute, resulting in a reportable delay of therapy. However, it is not possible to mute the protective measure alarms. The only alarm it is possible to mute is the "dose done" alarm. Because the device was not returned, mmdg is unable to investigate or confirm the complaint. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump has a cracked door hinge, and that because of this the door remained open and stopped the patients feeding. They also stated that the alarm settings were on mute, resulting in a three hour delay of therapy. They also stated that they were unable to supplement the patients feeding. Mmdg made multiple attempts to follow up with the initial reporter, however the calls were never returned. (B)(4).